Event description:
Tap: it was reported that 100 days after implantation of a 3.50x24 mm taxus express2 drug eluting stent, an in-stent restenosis occurred. During the initial procedure, the target lesion was located in the proximal left anterior (lad) artery. No information was reported concerning pre-intervention or post-intervention stenosis. No information was reported on the tortuosity or calcification of the vessel. A 3.50x24 mm taxus stent was deployed in the proximal lad. During the procedure, the patient received angiomax and integrilin. No information was reported concerning patient complications. The patient presented 100 days after the initial procedure with an in-stent restenosis in the proximal lad. A 3.5x12 mm taxus stent was deployed in the in-stent and restenosis region of the vessel. No information was reported concerning post-intervention stenosis. The patient status was reported as "fine."